Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had a lead integrity alert (lia) triggered. The device was interrogated and the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance and possible svc fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.